Manufacturer narrative:
The affected oxylog 3000 was manufactured in december 2009 and was provided for the investigation. During the investigation the reported problem could be reproduced; the device performed a warmstart after one minute in use. Log files show nine warmstarts within four minutes on the reported date of event. The analysis showed that the fuse contacts exhibited oxidation. This contact problem resulted in the reported warmstarts. Depending on the environmental conditions oxidation can occur on the contacts in isolated events especially when the device has been in use for a long time. The oxylog 3000 reacted as specified to the technical deviation. In case of this technical deviation the device generates an acoustical alarm. For the time of the warmstart the device ceases ventilation. In this case the IFU requires the user to hold an alternative ventilation possibility ready.

Event description:
It was reported that the oxylog turned off during an emergency transport of a patient. It was further reported that the patient was not harmed.